Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple stations intermittently powered off and displayed black screens, which required reboot to restore functionality. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system was randomly shutting off. A field service engineer (fse) was unable to access the station due to heavy construction in the area. The fse spoke with the customer, who mentioned that testing related to the power supply was being conducted at the facility. No additional information was available.